Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported high out of range shock impedance measurement and leads switched in the device header.

Event description:
It was reported that during routine generator change out procedure it was noticed that the right ventricular (rv) lead legs were switched in the device header. The positive high voltage pin in the negative port and the negative high voltage pin in the positive port. The field representative, however confirmed the patient never received shock therapy. In addition, it was reported that the shock impedance measurements were greater than 200 ohms, which is out of range for this lead. During connection with the new generator, the physician noted the leads were difficult to insert and attempted several times until ultimately a successful connection was achieved. A defibrillation threshold (dft) test was then performed through the new generator, yielding an in range, rv shock impedance measurement of 67 ohms when programmed rv coil to can. The implantable cardioverter defibrillator (ICD) was successfully explanted and replaced. No adverse patient effects were reported.

Event description:
It was reported that during routine generator change out procedure it was noticed that the right ventricular (rv) lead legs were switched in the device header. The positive high voltage pin in the negative port and the negative high voltage pin in the positive port. The field representative, however confirmed the patient never received shock therapy. In addition, it was reported that the shock impedance measurements were greater than 200 ohms, which is out of range for this lead. During connection with the new generator, the physician noted the leads were difficult to insert and attempted several times until ultimately a successful connection was achieved. A defibrillation threshold (dft) test was then performed through the new generator, yielding an in range, rv shock impedance measurement of 67 ohms when programmed rv coil to can. The implantable cardioverter defibrillator (ICD) was successfully explanted and replaced. No adverse patient effects were reported.